Event description:
It has been reported to co that upon opening the packaging of this device it was noticed that the packaging was discolored, thus questioning the sterility of the product. There was no pt involvement. The device is being returned for co's analysis.